Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A further investigation was performed: the review of the documentation associated to the manufacturing process indicates that all devices with the lot number were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect on patch. This defect was considered a workmanship.this finding was not related to the reported event of capsular contracture. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, one outlier corresponding to (B)(6) 2018 was noted. The additional analysis performed showed that all the results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event. Hence, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified a deformation, flat creases, wear abrasion, and striated nicks. Observed after the autoclave cycle and found cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Observed a separation between the shell and the patch (ss) it was out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: - split in patch assessed as workmanship.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.